Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that there was a leak, the battery support was damaged and the motor flange was unstuck. The motor, the battery support and the seals were replaced. The device was returned to the customer. Ther reported defect "handpiece didn't stop when the trigger wasn't pressed" is not confirmed.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece serial number (B)(4) does not stop even if the trigger is not pressed. There was no pt harm or delay reported.